Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Received at investigation site. Device history. Part: 03.130.102. Lot: f-23269. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 08.nov.2017 the device history record shows this lot of 436 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The measurements of the hardness after the hardening procedure were also within the specification. H3, h6: investigation summary investigation selection investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the visual inspection has shown that drill bit is broken into two pieces as complained. The returned drill bit is all in all in good condition. Dimensional inspection: result: pass. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were also within the specification. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of 436 pieces was manufactured in november 2017 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of birth is unknown, year of birth reported as (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent variable angle locking hand system surgery for a fractured ring finger. The first drill bit was broken at the first hole. A new drill was used, and the screw was placed. The next drill bit broke distally and could not be removed. The original plan was for the patient to have compression screws; the patient ended up with one compression screw and one k-wire. The surgery was reportedly delayed for ten (10) minutes. Patient status and procedure outcome were unknown. There is currently no plan for a revision procedure to remove the broken drill bit. Concomitant device reported: screw (part unknown, lot unknown, quantity 1), k-wire (part unknown, lot unknown, quantity 1), plate (part unknown, lot unknown, quantity 1). This report is for a drill bit. This is report 1 of 2 for (B)(4).